Event description:
A cartridge change error was reported with the customer's pump. There was no reported impact to the customer¿s blood glucose level, as no specific information was provided. The customer was instructed by technical support to inspect the o-ring, discard the damaged cartridge, fill a new one, and clean the pneumatic tap area. The customer successfully completed the cartridge loading process and was able to resume insulin delivery, with instructions to monitor the system's performance further. No cartridge replacement was necessary, and the customer acknowledged the resolution.